Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) with biliary stent exchange procedure using an evis exera iii duodenovideoscope, tissue was found in the top left corner of the distal cap behind the elevator. The patient did well without clinical sign of complication. And required no medical or surgical intervention due to the occurrence. The physician called the patient the next day and the patient's mother stated the patient recovered well from the procedure. Update: new information provided: the mucosa damaged was the stomach. The damage was judged with endoscopy. The injury was described as moderately severe. The injury was treated with proton pump inhibitor. (Ppi). The tissue trapped was approximately 20mmx50mm. The doctor does not routinely perform suction when withdrawing the scope. The cap was not cracked after the procedure. There was no abnormality with the appearance of the scope before or after the procedure. The physicians ercp experience: expert. The physician has previously used the tjf-q190v.